Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the stylus would not calibrate, the stylus calibrated and worked with no issues.. Analysis also noted that the power cord bay was broken, the serial number label and agency approved label were replaced, the keyboard was broken, the fan was noisy, the power cord was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. It was noted that the radio frequency (rf) head would not connect with the implantable devices and the rf head was changed out but the issue persisted. The programmer and radio frequency (rf) programmer head were returned for service. There was no patient involvement.